Event description:
Guidant received information that the implantable cardioverter defibrillator (ICD) and non-guidant lead displayed elevated ventricular thresholds during the patient's first follow-up appointment. The patient was referred for a lead revision. During this procedure the ventricular lead was repositioned several times but acceptable thresholds were not realized. After acceptable thresholds were obtained with the replacement lead, the physician experienced difficulty with the ventricular and atrial setscrews. It was further reported that the ventricular lead was connected and disconnected several times as noise was noted on the ventricular channel. The setscrews were damaged during another attempt and the device was removed.

Manufacturer narrative:
Upon receipt at guidant's reliability assurance laboratory, the device header was examined. Visual inspection noted that the v-tip and v-ring (pace/sense) setscrews were stuck in the up position. All of the other setscrews moved freely. Technicians attempted to loosen the setscrew using a calibrated torque watch, which measures the amount of force required to loosen the screw. At 24 inch ounces, the setscrew still could not be loosened. Ultimately, the technicians were able to loosen the setscrews using a guidant model 6942 bi-directional torque wrench, and the side-rotational technique. It is known that an incomplete lead connection can contribute to system noise. It is suspected that the reported noise on the ventricular channel may have been caused by an incomplete lead connection due to the stuck setscrews.